Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus based off of inaccurate values. Blood glucose decreased to 44 mg/dl, and was treated with juice. Recommendation was made to consult with healthcare provider regarding diabetes management.